Event description:
The account stated that the architect i1000sr analyzer generated a false elevated b-hcg result on a patient sample. The initial result for the patient was negative at 1.78 miu/ml. The sample was retested and the result was positive at 37.8 miu/ml. The sample was tested for a third and fourth time and the results were both negative at 2.46 and 1.26 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer replaced and calibrated the probe. A review of the instrument data logs showed that the previous patient tested generated a b-hcg result of >15,000 miu/ml, and the customer suspected carryover had occurred. An evaluation was performed which included a review of complaint information, instrument history, field complaint review and review of associated labeling. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. However, a deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the arch i1000sr, irving, tx, registration # (B)(4) to arch b-hcg, manufacturing site (B)(4), registration # (B)(4). Sections d & g have been updated to reflect this information. MFR # 3005094123-2011-00600 has been submitted to address this error.

Event description:
The account stated that the architect (B)(4) analyzer generated a false elevated b-hcg result on a patient sample. The initial result for the patient was negative at s/co 1.78, the sample was retested and the result was positive at s/co 37.8. The sample was tested for a third and fourth time and the results were both negative at s/co 2.46 and s/co 1.26. There was no adverse impact to patient management reported.